Event description:
It was reported once when the patient was in airport security ¿they had it set up really high¿ and when they went through it they screamed." No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3889-28, lot# v006652, implanted: 2006-(B)(6), product type lead. (B)(4).